Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of leaks around the rubber seal and air bubbles inside of the reservoir. The customer's blood glucose reading was unknown. The reservoir would be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no air bubbles were noted, but the reservoir did leak.